Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A surgeon reported that after a toric intraocular lens (iol) was implanted, it shifted off axis from 110 degrees to 75 degrees. The shift caused an unexpected refractive outcome. Additional information was requested.